Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices were not provided in the article or in this complaint. It should be noted that, per the intended use section of the mitraclip system instructions for use (IFU), it states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. There is no specific indication that the off label use influenced the reported issues. The reported patient effects of arrhythmia, hemorrhage, infection, renal failure, cardiogenic shock as listed in the mitraclip system IFU, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects of tricuspid regurgitation (tr), arrhythmia, hemorrhage, infection, renal failure, cardiogenic shock could not be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The unique device identification (UDI) is unknown as the part and lot numbers were not reported. (B)(4). Article titled, transcatheter treatment of severe tricuspid regurgitation with the edge-to-edge mitraclip technique.

Event description:
This is being filed to report the renal failure, bleeding requiring transfusion, arrhythmias, infections, cardiogenic shock, and the inability to reduce the tricuspid regurgitation (tr). This event was captured based on literature review. It was reported through a research article identifying mitraclip that may be related to patient renal failure, bleeding requiring transfusion, arrhythmias, infections, cardiogenic shock, and the inability to reduce the tricuspid regurgitation (tr). Details are listed in the article, titled transcatheter treatment of severe tricuspid regurgitation with the edge-to-edge mitraclip technique. No additional information was provided.